Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility and found the device touchscreen was not responsive. The probable cause was due to the front bezel and touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomedical department for unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional info was provided.